Event description:
It was reported that patient was experiencing high lead impedance of =10000 ohms and low output current. The neurologist tried repositioning his head/neck several times to see if this would help and it did not. The mom reports that she has not been noticing the usual change in his voice associated with stimulation but it is difficult for her to say how long that has been going on for. There were no new neurological complaints. There were no reported falls. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that patient had a full revision. After full revision, diagnostics were within normal limits. Suspect product has not been received by manufacturer to date.

Event description:
Facility later reported that the suspect device had been discarded.